Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Stack overflow caused a power on reset (por) on (B)(6) 2011 at 08:01:44 and 17:34:04. Por severity: medium. Device should be able to recover after the por, and should not occur again.

Event description:
It was reported that the device had electrical reset. A capacitor charge was done on the device and it appeared to be collecting data and was working fine on sensing, threshold and impedance. The device remains in use. No patient complications have been reported as a result of this event.